Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Additional information received notes that the infection was noted during patient's follow-up in clinic. Besides, according to the physician, the infection is not related to abbott product or abbott product related procedure. The patient was in stable condition.

Event description:
It was reported that the patient had packet infection. The entire implantable cardiac defibrillator system was explanted. The condition of the patient is unknown.